Event description:
Philips received a complaint by the customer reporting that a power cable on a v60 ventilator had been pinched and become frayed as a result. The unit was reported to not in clinical use; there was no report of patient or user harm. The philips remote service engineer (rse) evaluated the issue with the customer and determined the power harness cable was not the solution. The damaged portion of the cable included the power supply. The rse provided the recommended part replacement for resolution. The customer biomed technician reported a small spot in a single wire was pinched. The technician confirmed the unit was not in clinical use. Upon further evaluation, the technician determined the wire was able to be repaired; no part replacement necessary. The technician accessed and cut the wire, then soldered the two ends of the wire together. The wire was secured and insulated with heat shrink tubing. The device was tested prior to returning to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.